Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that air was noted in the line during a returned order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found that the air detector was inoperable and had a broken case; tamper seals were all intact. There was evidence of the reported error in the event history log. The reported problem was duplicated. The investigation tested the air detector on the pressure station and it caused the error message air in line detected on the pump display. Allegation was confirmed. It was recommended that the faulty air detector be replaced as preventive action. The root cause of the reported problem is unknown. The product is beyond 5 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received on 18-nov-2022 via email and attached to complaint object: the unit came to clinincal engeering from the department, so complaint contact does not have any answers for the additional follow-up questions. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.